Event description:
It was reported that the customer experienced an occlusion alarm on the ilet after a smaller-than-usual lunch announcement, with self-reported blood glucose of 359 mg/dl, and the event resolved after changing cd infusion set supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler, with deformation problems noted as the finding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.